Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that the device just never really worked for them and they still were going to the bathroom. They also stated that the doctor that they were seeing died so they just stopped using the device and never had it adjusted again. They also never search for a doctor or have it remove yet, but they will. They did not know the cause of the device not working for the patient. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient's implanted stopped working like it supposed to in (B)(6) 2013. The healthcare provider (hcp) died so patient stopped going to hcp and patient did not have hcp of implant. The caller stated they wanted the implant remove and needed to find a hcp. No patient symptoms or harm were reported.